Event description:
It was reported that a duet stent was successfully placed in the lad. The second stent could not be forced into the lesion, which contrary to the instructions for use. The device was removed as a unit, however the stent was noted to separate in the left mammary artery. An attempt to retrieve the stent was unsuccessful. The pt developed ventricular tachycardia and required intubation. The pt was sent for emergency surgery. In the or the pt developed no blood pressure and subsequently expired.